Event description:
.

Manufacturer narrative:
This is the medical device facility response to the (B) (4). Also, amu was unaware that on feb 4, 2009, (B) (4) requested this heparin info from amsino med USA on this batch. Amu was not informed at that time of the death on the medwatch event. (B) (4). The heparin pre-filled flush syringe was not the cause of the death.